Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided pump reset information, ensuring the alarm did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appeared again. The customer acknowledged and understood these instructions.